Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire tip detachment occurred. An amplatz super stiff¿ guidewire was selected to cross the lesion. However during unpacking, it was noticed that the tip of the device was already broken. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damaged as part of overall visual revision. The returned device matches with upn provided by the customer. The device does not have the distal tip detached separated also the corewire attachment to the ballweld was inspected and it was found in good condition. However it has the distal tip kinked and stretched with the internal coil exposed. Overall length and outer diameter (od) of distal tip could not be measured due to the device condition (distal tip stretched). Od of middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. An amplatz super stiff¿ guidewire was selected to cross the lesion. However during unpacking, it was noticed that the tip of the device was already broken. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.